Event description:
It was reported that pump displayed malfunction message with code that required reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received pump reset instructions, successfully reset pump with no recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction message appeared again.